Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported an ischemic stroke occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a normal international normalized ratio (inr) and a watchman ® laa closure device was implanted. The patient was discharged the next day on warfarin and there was no heparin bridge. About three hours after discharge, the patient presented to the hospital with aphasia and facial droop. The follow-up echocardiogram was within normal limits, but the patient suffered an ischemic stroke. No thrombolytics were given and the patient's symptoms resolved within 48 hours. The patient was stable.